Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap. Assisted distal gastrectomy, on the transection of the duodenum and stomach body, the 1st firing was fine but at second firing the device suddenly stopped in the middle and all button were not available. So they reboot the device by ejecting the battery, then the jaw was opened. So they kept the operation and it was fine until the third firing. But at the fourth firing there were same issue happened like second one. So they removed the device and converted to the competitors product.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The electrically erasable programmable read-only memory(eeprom) was uploaded and indicated 18 autoclave cycles for the adapter. A pmv representative single use loading unit(sulu) was inserted onto the adapter with a pmv drive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.